Event description:
Intermittent discrepant sodium results since (B)(6) 2007. Only the following example was provided: initial result 127 mmol/l, repeat 139 mmol/l. The initial result was not reported. The field service rep was unable to determine a cause for the discrepancy.